Event description:
Rn in nicu developed latex hypersensitivity confirmed by rast two times. Progressed to systemic reactions including latex induced asthma. Time from diagnosis to disability was 12 months. Unable to return to work as rn in hosp or office where latex is present.